Event description:
The pt's meter was reported to have missing segments on the display. This issue was not resolved with troubleshooting. Medical affairs specialist was unable to contact the pt for additional info. A letter will be sent to them. Per the initial info reported, the meter's display was not showing all the numbers properly. The pt was unable to read the result on the meter and so was sent to the in-house ER. They were showing hypoglycemic symptoms and appeared lethargic. It is unk as to what their blood glucose result was on the ER's meter and also if they received treatment. They normally tested once a month to every other month and was not taking any medications. Their diabetes was being controlled by diet and exercise, since there is insufficient info regarding the ER visit, it cannot be concluded that the meter malfunction contributed to the event. However, this case is reported as ameter malfunction since the missing segments issue was not resolved.